Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that during the implant placement, it was identified that the implant has a small fisure at the hex. Tooth location 36. Other implant placed.